Event description:
The customer's husband stated that the customer's blood glucose reading was 47 mg/dl, so he called the paramedics. The customer's husband stated that he noticed that the insulin pump was delivering 16.2 units of insulin, so he suspended it. The customer's husband stated that the insulin pump was delivering enough insulin for 195 grams of carbohydrates, when the customer had meant to deliver enough insulin for a blood glucose reading of 195 mg/dl. A follow-up call was made to the customer to determine if she had been treated by paramedics or hospitalized, but the customer was not available to provide any additional info. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.